Event description:
It was reported that the syringe 0.5ml 30ga 8mm 7bag 420cas jp was found "warped" before use. The following information was provided by the initial reporter, translated from japanese to english: "the syringe was warped."

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that the syringe was warped. The returned syringe was examined and exhibited a deformed barrel around the 10 unit marking. A review of the device history record was completed for batch# 9007783. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200803914, 200802914] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 25nov2019, holdrege received (1) loose 0.5ml, 30ga x 8mm syringe from material 326668, batch 9007783. The sample was decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual inspection of the syringe found damage at the 10 unit scale mark. The barrel was pinched and nearly cut on one side. Due to the damage, some of the print was also scratched off. Printer process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona to get a good adhesion of the ink to the molded barrel. Assembly machine process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.5ml 30ga 8mm 7bag 420cas jp was found "warped" before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the syringe was warped."